Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The clip prongs were not locked into the capsule and had an overbite. A kink was noticed in the control wire near the handle and the distal end of the device. The coil was kinked at the bushing. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a peroral endoscopic myotomy (poem) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg site name -(B)(4) medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a peroral endoscopic myotomy (poem) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.